Event description:
The iab leaked during insertion. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 4/2/97. Pt's current status: unk - rpt'd 4/2/97.